Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:unknown.

Event description:
It was reported by the affiliate via email that the failure of console pedal in vapr consignment vue # (B)(4) was reported, at the moment of being used in the application of radiofrequency on the tissue that was bleeding in rotator cuff repair via arthroscopy with doctor and this it does not work properly, resulting in no link from the pedal to the console and therefore failure at the electrode. The specialist in the middle of the chaos decides not to use our equipment and orders to bring another radio frequency equipment from another commercial house to control the bleeding. The specialist decides to file a complaint with the sales representative since a similar situation occurred a week ago in another surgical procedure. Additional information received from the affiliate reporting there are no known patient consequences and surgical intervention is not planned for the future.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was not received after multiple attempts for device return, therefore unavailable for a physical evaluation. No tracking details are available to trace the device. This complaint cannot be confirmed. Further, no product code was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:unavailable the UDI is currently unknown.